Event description:
The info received from the affiliate states that upon removal of the stent delivery system (sds), a resistance was felt when the physician was retracting the inner cannula. Subsequently, 6 to 8 inches of the inner cannula separated from the outer sheath of the sds and remained in the pt. The inner shaft was retrieved from the pt. The info states that this male pt was presented to the interventional lab for repair of a lesion located in the right popliteal artery. The vessel was described as slightly calcified, not tortuous. A contralateral approach was used to access the lesion. The physician had no difficulty accessing the lesion with a .014 guidewire. The lesion was pre-dilated. As the physician advanced the stent delivery system (sds) over the guidewire, through a 6fr. Sheath, a resistance was felt at the aortic bifurcation. However, the sds was placed at the lesion and deployed. The physician stated that he felt a strange resistance during deployment of the stent, and when retracting the inner cannula of the delivery system back into the outer sheath. Under flouro, he noticed that after the inner lumen had been retracted into the outer sheath, 6 to 8 inches of the inner lumen of the self-expanding stent lumen had remained in the pt, over the guidewire. The inner shaft was retrieved from the pt when the physician inserted a guidecatheter over the guidewire and remaining piece of the inner cannula and removed them as a unit. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.